Event description:
It was reported by the customer that upon using the seldinger technique, the physician obtained access into the right subclavian vein. The central venous catheter was inserted and adequate venous blood was observed. However, when the spring wire guide (swg) was removed, it began to fray. As a result, the complete system was removed. A second puncture was successfully performed. Thorax rx revealed the presence of material debris in the right subclavian. The pt was sent to the cath lab where the foreign body was extracted. There are no further details on this event.

Manufacturer narrative:
Sample will not be returned for evaluation.